Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels that ranged from 45-51, cause was unknown. Customer consumed apple juice and a cupcake to address low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.